Manufacturer narrative:
The device was received for evaluation. Complaint of overheating was confirmed. Cause of overheating is a corroded motor/gearbox. The motor/gearbox was removed from the housing. The gearbox was removed from motor. The cable assembly and motor passed functional testing. The gearbox was found to be jammed and corroded internally. A review of the manufacturing records shows that this unit was released to distribution on or about december 08, 2015. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A corrective action has been initiated to mitigate future recurrence of similar events.

Event description:
It was reported that the hand piece was getting hot during the procedure. No patient or user injury was reported. A backup device was available for use.